Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). E.1. Initial reporter addr 1: (B)(6). E.1. Initial reporter facility name: (B)(6) hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the tubes were found to have insufficient negative pressure. This occurred 3 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: during product use defect: insufficient negative pressure was found quantity: 3 pieces impact: no impact on patients or users.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode of underfill was observed. Additionally, 20 retain samples from bd inventory were subjected to a draw test for low or no draw. Tubes ranged in draw from 3.3375 (ml) ¿ 3.4922 (ml) with a specification range of 3.15 (ml) ¿ 3.85 (ml). The stated label draw is 3.5 ml. All tubes were within specification. The indicated failure mode of underfill was not observed. Based on a device history record review for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode of underfill. Bd was unable to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the tubes were found to have insufficient negative pressure. This occurred 3 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: during product use. Defect: insufficient negative pressure was found. Quantity: 3 pieces. Impact: no impact on patients or users.